Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and a definitive cause for the reported unintended movement (clip open- efaa) and inability to open the clip could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was placed in a2/p2, after the lock line was removed, during the second final arm angle test, the clip opened to 45 degrees. The clip was re-locked, but the clip re-opened to 45 degrees. An attempt was made to invert the clip, but it did not open past 45 degrees. The decision was made to deploy the clip; the clip remained on the leaflets but remained opened to 45 degrees. A second clip was implanted stabilizing and reducing mr to 1. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.